Event description:
Initial result for a pt phenytoin was 16 ug/ml. When repeated, the result was 10 ug/ml. The incorrect result was not reported. The field service representative found the rinse mechanism was malfunctioning and repaired the instrument by servicing the rinse mechanism.